Manufacturer narrative:
Device evaluated by MFR.: synergy 2.25 x 24 stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. Mid shaft bond od was measured within specification and no kinks or damage was noted. An sdc engineer was present to review the mid-shaft bond and deemed it as not acceptable as the bond bulge was to large. A 0.014 guide wire was loaded into a test 5f guide catheter. The complaint device was loaded onto the guide wire and inserted into the 5f guide catheter however the device could not pass into the guide catheter due to the mid shaft bond bulge. No other issues were noted during product analysis.

Event description:
It was reported that the product is compromised. The target lesion was locate in a coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced but failed to cross the guidewire. Upon removal a foreign material was present to the device. The procedure was completed with non-bsc device. No patient complications were reported.

Event description:
It was reported that device contamination was encountered. The target lesion was located in a coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced into a 5fr guide catheter; however, during advancement, resistance was felt. Upon removal, a foreign material similar to a blob of glue or dried epoxy resin attached to the hypotube was noted. The procedure was completed with a non-bsc device. No patient complications were reported.